Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that 1 out of every 5 intermittent catheters tip was bent.

Event description:
It was reported that 1 out of every 5 intermittent catheters tip was bent. Per notification received on 27jul2022, it was noted that 2 lot numbers jufz0782 and jufy1619 were returned for sample evaluation. Per additional information received via sample form on 27jul2022, customer reported that straight tubes needed and not ones bent at top because it cannot be inserted into urethra. Customer provided the affected lot# jufz0782.

Manufacturer narrative:
The reported event is confirmed- cause unknown. Visual evaluation noted received 2 magic 3 go intermittent catheters with open packaging. Slight bent was observed with sample received. Picture of bent sample received attached in investigation overview element. Therefore, product does not meet specification. Although an exact root cause could not be determined a potential root cause could be operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. The actual/suspected device was inspected.

Event description:
It was reported that 1 out of every 5 intermittent catheters tip was bent. Per investigator notification on 27jul2022, 2 intermittent catheters with lot numbers were returned for sample evaluation. Per additional information received via sample form on 27jul2022, stated that straight tubes were needed, not ones bent at top which cannot be inserted into urethra.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.